Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and inspected. The complaint cannot be confirmed. The orthocord piece returned for evaluation was in good condition with no cuts or frays in it. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 1 of 2 for the same event. It was reported directly to mitek quality from an npd engineer that during a shoulder procedure, after inserting the customer's gryphon br anchor, the first suture (multi colored was knotted fine). The second suture (violet) broke at the knot. The doctor just removed the remaining suture and then inserter another gryphon anchor. When the doctor shuttle through the tissue, the suture bunched up and looked like the inner core of the suture separated from the outer core. The doctor pulled on the suture to take out the bunching. He used a number of half hitches instead of sliding knots to complete the procedure. There were no patient consequences or and only a few minutes delay. The doctor was satisfied with the fixation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint cannot be confirmed. The orthocord piece returned for evaluation was in good condition with no cuts or frays in it. A knot was tied in the suture, and both ends were pulled with normal force to tighten it. The suture did not break under this tension. It is possible that excessive force was used when tying the knot, which caused the suture to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).